Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted and replaced due to producing high pacing thresholds after being implanted for two months. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory analysis was completed and reviewed. This lead was subjected to and passed all electrical testing. This lead was determined to have met specification.